Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Event notification received from (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient fell and subsequently fractured the femoral stem of hip arthroplasty. It is unknown if patient has been revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Zimmer biomet does not have a same or similar device cleared for distribution in the us.